Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product identified that the support sleeve moves up and down on the inserter easily with 2 fingers. A dimensional analysis was done on the ID of the sleeve and the od of the handle. All dimensions are conforming. Function check was conforming and the device works as intended. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the product determined that no failure was found as the product functions as intended. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer

Event description:
It was reported that during the surgery, this product couldn't insert to the patient's burr hole. Therefore, the surgeon used an alternative same product to complete the surgery. Delay of 0-15 mins to prepare a new one. No further information is available at the time of this reporting.